Manufacturer narrative:
(B)(4). Batch: unknown. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, autonomous activation of the device without triggering the button switch. The device locked after four fires of stapling but did not lock on tissue. No patient consequence. Use of another device to complete the procedure.